Event description:
The pt experienced symptoms of withdrawal which included increased pain, stomach cramping, irritability, and sweating. The physician pulled more drug than expected from the reservoir. The pump was replaced and the pt recovered without sequela. The drug being administered via the pump was dilaudid (30 mg/ml).

Manufacturer narrative:
(B) (4). Analysis results were not available at this time of this report. A f/u report will be sent when analysis is complete.